Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to a stent graft interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to an 18f sheath and the stent graft interventional procedure was completed. Reportedly post procedure, though hemostasis was achieved with the two proglide devices, the vessel had no pulse. It was determined that there was a possibility that the blood flow was blocked. Per the physician, the proglides did not cause or contribute to the occlusion and the sutures did not capture the back wall of the artery. The occlusion was possibly due to damage caused by the 18f sheath. The sutures were removed surgically to improve blood flow. No further treatment was done to the vessel. Hemostasis was achieved with a cut-down. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Although the physician stated that the proglide did not cause or contribute to the occlusion, since flow was restored after the suture removal, it is possible that the sutures may have contributed to the occlusion.